Manufacturer narrative:
Correction: describe event or problem additional information: manufacturer narrative. Root cause: the root cause for the reported issue of an pm findings - loose iui screws on pcu was not determined because no products or device logs were returned.

Event description:
It was reported customer has begun the preventative maintenance on their pcu's. They have found that approximately twenty percent of the pcu's have loose iui screws. As a result, the channels are having trouble connecting to the pcu. There was no patient involvement. Additional information was provided following call with customer and bd manufacturer representative. Customer states 3-4 pcu¿s would not allow module attachment due to the iui connectors being loose and the screws to hold the iui connectors to the pcu¿s had backed out enough it would not allow the attachment of modules. About 1 in 20 of the pcu¿s they have iui connector screws ¼ turn loose. All devices have been fixed by customer biomedical engineering.

Event description:
It was reported customer has begun the preventative maintenance on their pcu's. They have found that approximately twenty percent of the pcu's have loose iui screws. As a result, the channels are having trouble connecting to the pcu. There was no patient involvement.

Manufacturer narrative:
The actual date of event is unknown. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.